Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bit grip system is not working properly, it comes loose easily. On two occasions intraoperatively while drilling, it was released and the drill remained inside the acetabular cavity, and the specialist had to remove the drill with a gouge. It did not cause harm to the patient.